Manufacturer narrative:
Unique identifier (UDI) #: unknown. Unknown. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 122623 with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 was broken.